Event description:
It was reported that post a coronary drug eluting stenting treatment procedure stent thrombosis occurred. A 2.25x12mm taxus express2 atom drug eluting stent (des) was implanted in the obtuse marginal (om). It was noted that the stent was successfully placed without any patient complications and the patient was put on plavix. Seventeen days later the patient presented with chest pain and it was found that the om was 100% occluded. The physician attempted to perform balloon angioplasty but the attempt was unsuccessful as an unspecified guide wire, a 1.5x8mm apex push over-the-wire balloon, a 1.5x9mm maverick over-the-wire balloon and another non bsc balloon were unable to cross the lesion. The physician decided to treat the patient medically and the patient's current condition is listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records was not possible because the batch number is unknown. The most possible root cause of this complaint can be attributed to an anticipated procedural complication.